Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h11. The following sections were corrected: d9, h4. D9: product was not returned. H4: possible manufacturing dates: apr 8, 2025 . Apr 11, 2025. The reported event was confirmed by review of pictures. No product was returned. A visual inspection was conducted on the customer provided pictures. The pictures show the 01-9095 forceps outside of the original packaging. Further inspection shows that one of the tips has fractured on the forceps and is no longer attached. A photo was not provided of the fractured tip. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in japan. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a new forceps was found with a broken tip at the distributorship. Upon opening the new forceps, the tip was already broken prior to use. There was no patient involvement. Attempts have been made and no further information has been provided.